Manufacturer narrative:
Medical device: 419688 lead implanted: (B)(6) 2017.

Event description:
It was reported that a wound infection occurred. It was also reported that the patient's surgical staples remained in use for 2 months and the wound dehisced. The wound tested positive for pansensitive enterobacter and staphylococcus lugdeninsis. The staples were removed and the wound was cleaned and packed. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.